Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of necrosis is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: necrosis. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side nodule, fibrosis, necrosis, breasts are sensitive and burn, and peri-prothesis liquid blades, and pain. The device remains implanted.